Event description:
Synergy china registry: it was reported that coronary atherosclerotic cardiopathy which required medical intervention occurred. In (B)(6) 2019, the patient was referred for cardiac catheterization and index procedure was performed and on the same day. The target lesion was located in the proximal left anterior descending artery (lad) extending up to middle lad with 100% stenosis and was 24 mm long, with a reference vessel diameter of 3.50 mm. The lesion was treated with pre-dilatation and placement of 3.50 mm x 24 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. The patient was discharged on aspirin and ticagrelor. In (B)(6) 2023, the patient was diagnosed with coronary atherosclerotic cardiopathy and was hospitalized on the same day for further evaluation and treatment. Medication was given to treat the event. The patient did not undergo coronary angiography; therefore, restenosis could not be confirmed. The event was considered to be recovering/resolving. Three days later, the patient was discharged on aspirin and ticagrelor.